Event description:
It was reported that the pacemaker could not establish wireless communication prior to the implant procedure. The pacemaker was not used and there were no patients involved.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. As received, a complete device was returned with the condition that it could only communicate through inductive telemetry. Electrical and mechanical analysis indicated normal device functionality. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. The device image analysis indicated that the loss of radiofrequency (rf) telemetry was due to a coarse tuning failure. No other anomalies were seen.